Manufacturer narrative:
The device referenced in this report was sent to an independent third-party for facility sampling prior to olympus performing a quality inspection. The laboratory report indicated that this device grew six colony forming units for fungi. However, the organism has not yet been identified. Following receipt of this device from the laboratory, the unit was evaluated. The instrument channel of the device was examined and no evidence of foreign objects, materials or residue were observed. There were extensive scratches noted on the instrument channel wall at the insertion tube areas, which was isolated to physical damage. There was no leaks observed in the instrument channel. Further, the insertion tube, bending section cover and distal end cover were inspected and noted no evidence of residue. There were multiple dents and buckles observed on the insertion tube, which was attributed to physical damage. There was evidence of discoloration on the insertion tube, which appears to be due to chemical damage. Based on this info, olympus could not conclusively determine the cause of the patient's outcome at this time. However, the patient's pre-existing conditions cannot be ruled out as contributing factor. This report will be supplemented within 30 days following completion of the microbial identification. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that a total of 8 ICU pts had been diagnosed with acinetobacter infections over approx four days. The facility reported that two bronchoscopes were used to examine these eight patients, but they elected to return three devices for evaluation. The hospital reported that they had cultured these bronchoscopes, and the test results were negative. A rep of the user facility indicated that they do not suspect these bronchoscopes to be the cause of the pt's outcome, as the patients' were immunocompromised, and there could be other potential sources of infection.